Event description:
We received a report through our office in (B)(6) from an attorney representing a female client who experienced a 'grade 1' burn to the surface of her right eye after her first-time use of oxysept 1-step. It was stated the pt used the product 'according to directions'; however, in the morning, contrary to the product labeling, she rinsed the lens with hydrogen peroxide disinfecting solution prior to application. She saw her optician, and was then referred to an emergency room. The reporter stated that the resulting injury caused 'significant problems for the pt in her manner of living, severe injury and distress'. There is no indication that the pt was treated with an medications, and a 'grade 1' burn is considered mild in nature; but the pt has reportedly not returned to wearing her contact lenses a month after the incident occurred. The reporter also indicated they feel 'there is inadequate labeling to warn the user not to put the solution directly in the eye' and that 'oxysept is not a one-step product as the name indicates.' Additional follow-up with the pt concerning treatment and outcome of her reported symptoms cannot be performed pre direction from legal counsel.

Manufacturer narrative:
A review of the manufacturing records for the reported lot was performed; no deviations related to this report were noted and product met all release specifications. All available pertinent information has been submitted.